Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) overinfused during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d4: serial no. Additional information h6 additional information h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.